Manufacturer narrative:
(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 chip on the metal heater wire came off immediately after they started using it. A new device was used to complete the case. There are no delays in the process. No harm.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--health effect ¿ impact codes corrected from code "4648" to "2199" and "4629". The lot # 3000327791 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.